Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was not communicating and liquid spill on the machine that damaged multiple drawers. The customer reported there was a delay in dispensing medications to the patient and might lead to an increased risk for a thermal event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not communicating. A field service engineer found a liquid spill on the machine that had caused damage to both the mini drawer and the drawer 3 matrix. The mini controller card was replaced, successfully restoring functionality to drawer 1. Due to the extent of liquid damage, drawer 3 required full replacement. The drawer was swapped out from machine inventory without issue, and functionality was confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and liquid spill on the machine that damaged multiple drawers. The customer reported there was a delay in dispensing medications to the patient and might lead to an increased risk for a thermal event. As per part investigation, it was determined that there was thermal damage observed on the matrix drawer controller board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique device identifier (UDI). Additional information: section h imdrf annex codes. The station communication issue was confirmed by the field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: observed a liquid spill on station that damaged mini drawer 1 and matrix drawer 3 replaced the controller card for mini drawer 1 and the matrix drawer 3 to restore functionality to both drawers the mini drawer controller card was not returned for evaluation visual inspection of the returned matrix drawer observed thermal damage on the controller board there was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d) the root cause of the station communication issue was a fluid leak, which damaged the mini drawer 1 controller card and the matrix drawer 3 controller card, rendering both components faulty.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, machine was not communicating and liquid spill on the machine that damaged multiple drawers. The customer reported there was a delay in dispensing medications to the patient and might lead to an increased risk for a thermal event. There were no adverse events or injuries reported based on this event.